Event description:
From staff: boston scientific sensor wire with straight tip 0.035 in x 150 cm, lot# 31772397 used in urology case had outer coating of wire break off while coming out of the patient. Patient was not harmed, malfunction with wire.